Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 20361054.

Event description:
It was reported that the patient had difficulty charging the ipg. It was also reported that the patients leads had multiple contacts out. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted ipg will not be returned due to the battery having to go through pathology at the hospital. The patient was doing well postoperatively.